Event description:
Pt's husband reports dislocation of hip components resulting in closed reduction procedure. The following component is from the same complaint : pfc modular hip system - hip head cat# 85-3824, lot# 39665.

Manufacturer narrative:
A mfg batch record review was performed for product code 85-77-1724, lo# 844cc, all records have been reviewed and no noted discrepancies were found. The surgeon for the case has stated that the pt had put her hip at a position to dislocate and as such it did come out. Jjpi considers this file closed.